Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis of production records completed. No device problem found.